Manufacturer narrative:
External insulation abrasion was noted at 20.9-21.2cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.